Manufacturer narrative:
(B)(4). Date sent: 8/25/2020. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via observational study that the patient presented with an infection. A culture was taken and was confirmed to be bacterial peritonitis. The patient was treated with antibiotics.